Manufacturer narrative:
A2: patient date of birth/age added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a very rotated heart. A small baseline pe was noted. Difficulty was encountered in reaching the fossa with the trans-septal puncture (tsp) system; re-wiring was required several times, and the physician had to manipulate the system to get contact. Versacross was utilized once to attempt crossing, but the wire did not cross. The second time, crossing was successful. Once into the laa, contrast was injected and the watchman closure device and delivery system was prepared. During preparation, the technician incidentally dropped the device on the floor, and a second watchman closure device and delivery system was prepared. During preparation of the second watchman closure device and delivery system, the imager noticed the baseline circumferential pe was slightly larger than it was at the start of the case. The patient was monitored and a pericardiocentesis was performed. Two-hundred and fifty (250) cc of bright red blood was drained. The patient did well and was sent to recovery. The implant procedure was cancelled. The patient will be monitored overnight and expected to fully recover. The physicians agreed that the pe was caused by right-side wire manipulation for tsp during use of the versacross connect and watchman trusteer access system.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a very rotated heart. A small baseline pe was noted. Difficulty was encountered in reaching the fossa with the trans-septal puncture (tsp) system; re-wiring was required several times, and the physician had to manipulate the system to get contact. Versacross was utilized once to attempt crossing, but the wire did not cross. The second time, crossing was successful. Once into the laa, contrast was injected and the watchman closure device and delivery system was prepared. During preparation, the technician incidentally dropped the device on the floor, and a second watchman closure device and delivery system was prepared. During preparation of the second watchman closure device and delivery system, the imager noticed the baseline circumferential pe was slightly larger than it was at the start of the case. The patient was monitored and a pericardiocentesis was performed. Two-hundred and fifty (250) cc of bright red blood was drained. The patient did well and was sent to recovery. The implant procedure was cancelled. The patient will be monitored overnight and expected to fully recover. The physicians agreed that the pe was caused by right-side wire manipulation for tsp during use of the versacross connect and watchman trusteer access system.